Manufacturer narrative:
Patient information was unavailable from the site. The device will not be returned for evaluation as it was consumed in the event; therefore, product analysis of the onyx device was not able to be performed. Should additional information become available a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic receive information that during embolization treatment of a dural arteriovenous fistula (davf, poor onyx visualization was observed during injection. It was reported that on injection of onyx into the 2nd pedicle, the onyx was not visible despite being well shaken and used rapidly after it was drawn up. As a result, there was onyx reflux in the occipital arteries, despite the cast not being observed blocking the pedicle but not the fistula. No patient injury was reported. Based on the post procedure angiographic result, the patient requires more treatment for the avm to be fully occluded. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The onyx liquid embolic was consumed during the procedure and remains in the patient. The onyx vial was returned for evaluation. Based on evaluation of the returned onyx vial, the clinical observation could not be confirmed. As received, the onyx vial appeared to be used and emptied. Onyx residue was found inside of the emptied onyx vial. For further investigation, one onyx vial from the same lot was used from the retained samples for density testing and found within the specifications. We were unable to determine the cause of ¿poor onyx visualization¿ during the event; however, the possible contributing factor of ¿poor onyx visualization¿ includes not shaking the onyx vial per the IFU. Additionally, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damage and irregularities during manufacture. Per our IFU (instructions for use): ¿shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injection.¿ if information is provided in the future, a supplemental report will be issued.